Event description:
The pt was wearing acuvue advance for stigmatism during a trial fitting. Details of the ulcer are unknown but presumed serious. Patient was treated with antibiotics, topical anti inflammatory drugs and steroids. The pt initially presented with foreign body sensation, burning and swelling. As of 9/2005, the patient was not wearing contact lenses but spectacles only.